Event description:
The deep brain stimulator had several power on resets resulting in loss of stimulation. The device was replaced. There was no injury associated with the event. The pt status afterward was reported as 'ok.'

Manufacturer narrative:
On 04/27/2009, the implantable neurostimulator was returned to the manufacturer for analysis, which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.